Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: (B)(6)/plif, levels implanted: l5/s it was reported that on an unknown date, post-op, the rod broke. The product came in contact with the patient. Post-op, both sides of rods at l5/s fractured. Bone union was not observed. Revision is scheduled in (B)(6). Dr. Comment: the patient underwent total knee arthroplasty (tka) so vertebra might had been overloaded. Patient complication were reported as unknown.